Manufacturer narrative:
Initial and final MDR 1888168. Device 3 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine infusion set fell off during use events between 26-apr-2024 and 05-may-2024. The infusion set was in use for 24-32 hours. The blood glucose level was 100-160 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.